Event description:
Pt reports going to emergency room 08/06/2019 due to clogged intravenous line. Line is unclogged without complications. No other info provided. Pt did not have lot number of line. Unk if line available for return.. Noted in event description that there were no complications, therefore no adverse event. No other info known. Reported to (B)(6) by pt/caregiver.